Manufacturer narrative:
(B)(4). CAPA: the reported event is already addressed in the labeling. No corrective action is initiated. Manufacturer narrative: lot number was not reported and a batch record review cannot be performed. The reported event is already addressed in the labeling. No corrective/preventive action is initiated. Pharmacovigilance comment: a causal relation between the event and the treatment cannot be excluded. The injection technique or the injection procedure per se may have contributed to the event. The case is assessed as to fulfill the criteria for regulatory reporting based on the information received on (B)(4) 2016; condition resulting in hospitalization.

Event description:
A report (B)(6) was received (B)(6) 2016 from a health care provider. The health care provider reported that she works in an emergency room. The healthcare provider said that a patient in her (B)(6) received restylane lyft to the cheeks in (B)(6) 2015. The patient developed cellulitis or a possible biofilm and the adverse reaction had been recurring since (B)(6) 2015. No further information was available. A follow-up report was received (B)(6) 2016 from a physician from the injecting office. The physician reported that a patient was injected in (B)(6) 2015. The patient was in and out of the hospital for cellulitis. The reporting physician had prescribed antibiotics to help reduce the infection to a point that hyaluronidase could be used to remove the product. However, the patient's condition never reached a stage that the physician could use the hyaluronidase. Sometime in (B)(6) 2016, the patient was admitted into the hospital and was treated with antibiotics, and went to the operating room for an unknown procedure and the patient was also given hyaluronidase. Since receiving the hyaluronidase, the patient's condition is better. A follow-up phone call was made (B)(6) 2016 to the sales representative that initial reported the event to acquire additional contact information. The reporter then stated that the patient was continuing to get better. The patient had worked in the ER and had now lost her job due to the events she had experienced.